Manufacturer narrative:
Based on the claim against the product by the customer noting multiple errors, an investigation is in progress to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the vio integrated electro surgical generator unit (iesu) to correct the multiple errors of c-00, m-11, m-31. The system was tested and verified as ready for use. Isi has not yet received the da vinci product involved with this complaint to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue. The complaint regarding multiple errors was confirmed based on field evaluation verifying the errors in the logs, which indicates that the device did contribute to the customer reported issue. A review of the site's system logs for the reported procedure date was conducted by tse. Investigation revealed the following possible related system errors: c-00, m-11, m-31. This complaint is considered a reportable event due to the following conclusion: the vio integrated electro surgical generator unit (iesu) was replaced due to multiple errors. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after the start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a procedure change.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the generator was showing some errors and worked intermittently. The vio integrated electro surgical generator4 unit (iesu) was replaced to resolve these multiple errors during use (c-00, m-11, m-31). The procedure was completed with no patient injury and no delays. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information. The generator was not working properly (as if it was not activating the power).it was unknown if the issue was the generator or the cables from the generator to the instruments or even to the neutral electrode. The generator is being replaced and if the same problem happens again, they will replace the connecting cables. All procedure had been finished.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the integrated electrosurgical unit (iesu) involved with this complaint and completed the device evaluation. Failure analysis investigation was not able to confirm the customer reported complaint. The iesu will be returned to the manufacturer for additional investigation.